Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Imaging was performed and revealed the lead had dislodged. During lead revision, dissection of the descending branches were noted. The lead was repositioned. The patient was monitored for several hours. The patient was doing well.